Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00435; 2938836-2020-00437. It was reported that when the patient presented in clinic for a follow up, the pacemaker was migrated. Loss of sensing and pacing were manually confirmed on the right atrial (ra) lead. The right ventricular (rv) lead was probably sensing and pacing in the atrium. Based on the remote follow up received, the atrial auto-threshold was still capturing and both leads exhibited high capture threshold. X-ray revealed a dislodgement of the leads. Programming change was made to disable the device. When the pocket was opened, the rv and ra leads were seen twisting together and the physician believed it was due to twiddler's syndrome. The ra lead's helix was missing so both leads were explanted and replaced. The patient was not pacemaker dependent and was stable before, during and after the procedure.